Event description:
The customer reported that the g9 monitor rebooted while monitoring a very critical patient. The error logs showed that the unit had a "graphic bd heartbeat" error message. No patient harm was reported.

Manufacturer narrative:
The customer reported that the g9 monitor rebooted while monitoring a very critical patient. The error logs showed that the unit had a "graphic bd heartbeat" error message. The unit was replaced with another to continue patient monitoring. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: patient age, sex, weight, ethnicity, race & relevant tests/ laboratory data or other relevant history. Attempt # 1: 02/10/2023 emailed the customer for concomitant device information: the customer replied that they will not be able to provide the model and serial number of the bsm used with the g9 monitor. Attempt # 2: 03/09/2023 emailed the customer for patient information: the customer replied that the requested information is unknown. Additional model information: concomitant medical device: the following devices was used in conjunction with the g9 monitor: bedside monitor: model #: ni. Serial #: ni.

Manufacturer narrative:
Details of complaint: the customer reported that the g9 monitor rebooted while monitoring a very critical patient. The error logs showed that the unit had a "graphic bd heartbeat" error message. The unit was replaced with another to continue patient monitoring. No patient harm was reported. Investigation summary: the reported issue of random rebooting and the "graphic bd heart beat" error message could not be duplicated during the evaluation of the device by nihon kohden repair center (nk rc). Failure of the graphic board pcb ur-4221-01 and the main board pcb ur-4220-01 may have contributed to the error and the rebooting. Hardware failure could come as a result of physical damage, heat damage, or electrical damage. Physical damage could occur due to impacts with objects and other surfaces. Heat damage could occur due to improper maintenance or placement. Electrical damage could occur during a power outage or power surge. Wear and tear due to aging or frequency of use can gradually degrade components. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. There is no significant trend regarding the issue. Nk will continue to trend and monitor the reported issue. The following fields contain no information (ni), as attempts to obtain the information were made, but not provided: attempt # 1: 02/10/2023 emailed the customer for concomitant device information: the customer replied that they will not be able to provide the model and serial number of the bsm used with the g9 monitor. Attempt # 2: 03/09/2023 emailed the customer for patient information: the customer replied that the requested information is unknown. Additional model information: d10 concomitant medical device: the following device was used in conjunction with the g9 monitor: bedside monitor: model #: ni. Serial #: ni. Additional information: b4 date of this report. D9 device available for evaluation? G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The customer reported that the g9 monitor rebooted while monitoring a very critical patient. The error logs showed that the unit had a "graphic bd heartbeat" error message. No patient harm was reported.